Event description:
Per complaint (B)(4), after clinical procedure, implant dropped from the implant driver.

Manufacturer narrative:
Other relevant history, including pre-existing medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and weight are unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.